Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested assistance reviewing stored episodes on this cardiac resynchronization therapy defibrillator (crt-d) to determine whether the patient experienced atrial fibrillation with rapid ventricular response (af with rvr), which resulted in three shocks, or true ventricular tachycardia (vt). Technical services (ts) reviewed the stored episodes and noted findings consistent with af with rvr due to unstable ventricular rate. The hcp mentioned that this condition was new for the patient; therefore, the next planned action is to initiate medication therapy. This crtd remains in service. No additional adverse patient effects were reported.